Manufacturer narrative:
A ge rep evaluated the system and repaired a connector. The sys operates as intended.

Event description:
The customer reported the image turns white and unusable. No pt injury was reported.